Event description:
Customer reported that a patient sample containing anti-e did not react with (B)(4). Customer states the sample was first tested on a competitor instrument. Anti-e was identified using solid phase results. No erroneous results were reported.

Manufacturer narrative:
Retained testing and batch review were performed. Satisfactory results were observed. There were no similar complaints against this lot of product. (B)(4).